Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/dl. Customer¿s blood glucose was 274 mg/dl at the time of incident. Customer¿s blood glucose value at time of incident was 240 mg/dl and current blood glucose value was 454mg/dl. Customer had symptoms such as difficulty breathing, headache. Customer was treated with insulin pump. Customer was assisted with troubleshooting for high blood glucose. Customer state that there was no leak and air bubble. The insulin pump will not be returned for analysis.